Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/09/2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Effusion of left knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with two courses of synvisc (hylan g-f 20) (age at the time of first synvisc injection was (B)(6)). On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc (dosage regimen not provided, first injection of third course), into the left knee. The lot number for synvisc was not provided. On (B)(6) 2001, the patient developed synovitis of left knee. On an unspecified date in (B)(6) 2001, the patient underwent arthrocentesis and 45 cc of clear yellow joint fluid was aspirated (effusion of left knee). The patient received treatment with intramuscular celestone (betamethasone) at a does of 02 cc for the event of synovitis of left knee and effusion of left knee. Action taken with synvisc treatment was not provided. On (B)(6) 2001 (after 48 hours), the patient recovered from the event of synovitis of left knee. The outcome for the events of effusion of left knee was not provided. Concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. The causal relationship between synvisc and the event of effusion of left knee was not provided by the physician. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).